Event description:
Healthcare professional reported, left-side rupture, capsular contracture baker grade IV and "lymph nodes with a reactive inflammatory appearance" per imaging report. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and lymphadenopathy.